Manufacturer narrative:
(B)(4). The subject rt225 infant bias flow breathing circuit is currently en route to fisher and paykel healthcare (f&p) for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the connector of a rt225 infant bias flow breathing circuit was found to be loose during pre-use inspection. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the connector of a rt225 infant bias flow breathing circuit was found to be loose during pre-use inspection. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Method: the subject rt225 infant bias flow breathing circuit was received at fisher & paykel (f&p) healthcare in new zealand for investigation, where it was visually inspected and performance tested. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the subject device confirmed that the expiratory tube was disconnected from the adaptor upon receipt, confirming the reported issue. Performance testing of the reconnected adaptor confirmed that the rt225 infant circuit passed the gas leak test. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the rt225 infant bias flow breathing circuit. All rt225 infant bias flow breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt225 infant bias flow breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Check all connections are tight before use. Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient.